Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the black hydrophilic tip detached exposing the core wire tip and remained inside the patient. Physician tried to retrieve the fragment but was unsuccessful. The procedure was completed with a new jagwire guidewire . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section peeled, exposing approximately 1.6 cm from the distal end with a length of 2.2 cm of the metal core wire. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire in the section peeled. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the pebax section peeled, exposing the metal core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. However, according to the product analysis the od measures were found within manufacturing specifications and the distal tip is covered with pebax, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomaly was found. Investigation results revealed on (B)(6) 2013 that the pebax section peeled. This is no longer a reportable event.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the black hydrophilic tip detached exposing the core wire tip and remained inside the patient. Physician tried to retrieve the fragment but was unsuccessful. The procedure was completed with a new jagwire guidewire . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.